Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the needle hub was separated from the sensor base and the needle was retracted inside the needle hub; unable to perform insertion complaint due to the customer returned the sensor opened and used. This complaint is against the insertion device.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she was putting in a sensor and it broke in 3 pieces. The customer was advised to change sensor. The customer was advised that we would replaced the sensor and call us when they have problems.